Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22-dec-2025, a sales representative reported via phone that an ar-9582-35 modular post for augmented mgs baseplate 35 mm experienced an issue with inserting a screw into the baseplate. This occurred during a reverse total shoulder replacement on (B)(6) 2025. This resulted in having to remove the ar-9582-35 and an ar-9580-2420-2. The case continued using another ar-9582-35 and another ar-9580-2420-2. There was no delay in the procedure.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was provided on 22-dec-2025 via e-mail where the sales representative reported that the patient's bone quality was not great. An augmented reamer was used to prepare the bone.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including improper surgical technique associated with the device. Univers revers¿augmented modular glenoid system surgical technique implant assembly and insertion 12a baseplate assembly: combine the modular central post with the augmented modular baseplate component. These components mate via a taper connection. There is a hex feature that must be aligned between the components for the taper to engage. Rotate the components until the hex features align, resulting in a tactile coupling. Place the joined components within the taper assembly stand so that the central post is facing up. The complaint allegation was not confirmed. No evidence of that failure was received.